Event description:
It was reported that during a da vinci-assisted surgical procedure, the 30-degree endoscope plus lens consistently looked dirty and was losing connection. The procedure was completed with no reported injury.

Manufacturer narrative:
The 30-degree endoscope plus has been returned and evaluated by the failure analysis team. The endoscope was visually inspected and was found with damage at the distal end. The distal window located at distal tip was visually inspected and found cracked. The distal window located at the distal tip was visually inspected and found to have a broken or detached piece in a location that could fall into the patient. Additional observations not reported by site: the endoscope was visually inspected and found with cosmetic damage. During inspection of the endoscope cable integrated connector, the cable integrated connector housing exhibited discoloration. Visual inspection confirmed. The endoscope cable integrated connector was visually inspected and found with the printed circuit assembly (pca) board exhibited missing electrical contact. The endoscope was evaluated and found with a camera instrument adapter defect. The endoscope was placed through friction test using a screening aide to manually rotate the adapter to detect for friction. The camera instrument adapter did not rotate properly and/or noises were heard during testing and confirmed as binding. The camera instrument adapter removed from endoscope housing and evaluated and found with attached endoscope adapter (aea) shaft bearing contributing to friction. The endoscope was placed through friction test using a screening aid to manually rotate the adapter to detect for friction. The camera instrument adapter did not rotate properly and/or noises were heard during testing and confirmed as binding. Additional information provided by advance failure analysis: the endoscope was tested and place on an in-house system for cable testing and failed due to wahoo paddle board (wpb) defect.